Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2021 at 8:00 am. The reporter claimed the patient obtained blood glucose readings of ¿102 and 195 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The patient has not been diagnosed with having diabetes. The reporter claimed the patient developed symptoms of a ¿headache and felt thirsty¿ 4 hours after the alleged issue began. In response to the symptoms, the reporter claimed the patient proceeded to the emergency room where an a1c test was performed. The reporter claimed the patient was advised by the doctor to keep track of their diet until the a1c test result came back. At the time of the call, the result had not arrived back. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.